Event description:
A 79 year old female pt was undergoing a bronchoscoppy and had been intubated using the bronchoscope and endotracheal tube. The bronchoscope was removed and a concord/portex swivel oxygen adapter was connecteed and taped. The white membrane of the portex adaptorr remaineed in place and the bronchoscope was reinserted. Oxygen saturation decreased to 84% and the physician gave orders to increase the oxygen flow rate. Approx 30-60 seconds later, facial edema, abdominal and neck distension were noted. The physician extubated the pt. A chest x-ray indicated bilateral pneumothoraces. The pt did not respond to agressive medical treatment and finally expired. The bronchofibersscope was evaluated by hospital personnel. The results and conclusions of the evaluation indicated that there were no problems with the bronchofiberscope.